Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump cassette was not attached. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Visual evaluation of device showed moderate bubbling of the downstream occlusion (dso) seal. Error history log showed cassette not attached properly alarm. Service history review identified the complaint was not related to a previous service of the device within the review period. The last repair was in june 2022. The cause of the primary problem was degraded dso sensor. Replaced dso sensor to resolve the report error. The device passed all functional tests after the repair.